Event description:
Pain, unable to function in daily activities. I have nausea, weight gain and constant problems with my stomach from pain to swelling. I have many tests done and everyone thinks I am crazy. I was normal before I had the essure and ever since I have had the device my health and quality of life have hanged for the worse. I was not told of so many things that would happen to me after the inserts were done. I now take it one day at a time and am even unable to work.